Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 12/14/2010 and 12/16/2010 by phone, fax, and mail. A completed questionnaire was received on 12/27/2010. (B)(4).

Event description:
A surgeon reported a patient with "complaints" following bilateral intraocular lens (iol) implant surgeries. The technician further explained the patient reported being "unable to read" and experiencing glare. In a follow-up, the surgeon and the technician reported that the patient wants the lens explanted; however, there are ocular issues with this eye that would make an explant very risky. These ocular issues were not specified. There are two medical device reports associated with this event. This report is for the left eye.